Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler needed to be replaced to correct the activation issue.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on an unknown date, the fan of the device was on but the disposable would not turn. This did not occur during a procedure. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/10/2013.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.